Event description:
The customer reported image noise during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.